Event description:
It was reported that the patient never had therapeutic effect. The patient stated that ¿this had not helped and his pain going down his back was actually worse than before he had the implant and he wanted it taken out.¿ the patient stated that the health care provider (hcp) ¿programmed it,¿ but it was not clear if it had ever been reprogrammed. Later that day it was reported that the patient had been having pain for the ¿last week.¿ the patient had the device for ¿about three weeks and it was hurting worse.¿ the patient took extra medicine and it was hurting so bad that he thought he might have to go to the emergency room (ER). The patient reportedly talked to his hcp who told him to call the manufacturer. The patient stated that he ¿could not get a hold of nobody.¿ the patient was in so much pain and it was hurting. The patient was ¿trying¿ and the medicine was not helping. The patient stated that he ¿felt like getting in there and cutting it out of his back.¿ the patient could not get any answer at his hcp¿s office. The following day it was reported that the patient had extreme pain from his back, down both legs, that was worse than before he had the device implanted. The patient stated that he got back from the ER ¿approximately twenty minutes¿ prior to the report. The ER staff would not contact the patient¿s hcp so he left. The patient stated that he had tried all programs and the pain medicine was not helping him either. The patient stated that ¿he was going to go on the street to find stronger pain drugs and that he felt like ripping the device out of his body.¿ the patient called his hcp¿s office the day prior to the report and was told to come in on (B)(6) 2013 and they could change his medicine for him. The patient noted that he could not wait that long because the pain was so bad and just wanted the device out of him. Four days later it was reported that the reporter spoke to the patient on the phone and told him to see his hcp on ¿(B)(6)¿ or go to the ER. The patient went to his hcp¿s office the day prior to the report and the hcp did not request the reporter¿s assistance. Additional information received reported that the patient wanted the device taken out. It was stated that the patient has not discussed this with their health care provider. Additional information received reported that pain had started at the time of implant. It was stated that the stimulator was "not helping at all." It was stated that the patient wanted to know if he could cut his stimulator out. It was noted that the patient was unable to get in contact with the health care provider. The patient was "hurting bad". Additional information received reported that the patient was experiencing a shocking or jolting sensation. It was reported that when the patient turns stimulation on, it was "way too strong and shocks him." It was stated that when the patient turns down stimulation he was "fine." It was noted that the patient turned stimulation to 0.0v and "stays in position for 3 minutes, then turns off stimulation." It was stated that when the patient turns stimulation back on, the stimulation was "wide open" and it was shocking him again. It was noted that the patient was going to go to the doctor's office on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported that the patient&#38112;device was removed. If additional information is received, a supplemental report will be sent.